Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not receiving adequate pain relief with pump therapy and requested that the pump be explanted. The pump system was explanted on (B)(6) 2016, and there were no pump issues reported.. The indication for pump therapy was thoracic radiculopathy. Pump therapy medications included fentanyl at a dosage of 0.6317 mg/day, baclofen at a dosage of 0.1263 mg/day, and bupivicaine at a dosage of 5.06 mg/day.